Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on multiple internal components of the pod including the pcb and mechanism rails and fluid contact was observed on the commutator cap. The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but still could not be downloaded. When testing the fluid path, fluid was diverted from the fluid path through a tear in the unexposed portion of the soft cannula, leading to the internal corrosion, low batteries, and data loss, causing a failure to deliver insulin.

Manufacturer narrative:
Corrosion was observed on multiple internal components of the pod including the pcb and mechanism rails and fluid contact was observed on the commutator cap. The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but still could not be downloaded. When testing the fluid path, fluid was diverted from the fluid path through a tear in the unexposed portion of the soft cannula, leading to the internal corrosion, low batteries, and data loss, causing a failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 257 mg/dl while wearing the pod. Investigation of the pod found a tear in the cannula. The device was originally reported for not sure delivering insulin.